Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Concomitant products: left unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which the right side deflated after the implantation. The report indicated that the implant has broke off and has caused the patient to bleed internally. Very achy. It has deflated. There use to be a great big lump and now it's not there. She had a mammogram in (B)(6) 2019 and they said it has ended down at the bottom. She had a big lump and it disappeared. During that time she was in a lot of pain and once the lump disappeared her pain went away. She also had a huge bruise the size of a dollar bill and that has gone away. Ultrasound confirmed right deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.